Manufacturer narrative:
H3: product analysis confirmed the reported issue and observed that patient interface was not recognized by the console via wired and wireless. The o-ring on the fuse was not placed correctly, fuse decal was worn, connector of the antenna was worn, outer shroud was broken. H6: codes b01, c0601, c0701, c070603, d1102, g04034, g04138, g07001 and g04080 has been updated. The previously updated codes b21, c21, d16 and g02005 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim patient interface cannot interface with the nim console. During the trouble shooting the console was working well and issue was isolated to the patient interface. There was no patient impact.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.